Event description:
One day post a coronary drug eluting stenting treatment procedure, a sub-acute thrombosis occured. The pt had a 3.00x20 mm taxus express2 drug eluting stent placed the day before the event. Pt remained in the hosp and subacute thrombosis was found the next day. The lesion being treated was located in the left anterior descending (lad) artery. The physician treated the thrombosis by placing bare metal stents at the proximal and distal ends of the taxus stent, post dilating with a 3.5mm balloon. Physician did not feel this was a product issue, but that the lesion site was sized at 3.5 mm and original stent was 3.0 mm. No further pt complications were reported.